Manufacturer narrative:
Journal title: clinical outcomes of radiofrequency ablation for patients with varicose veins of the lower extremities combined with grade ii iliac vein compression society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.jvsv.2020.09.011 volume 9, issue 3, may 2021, pages 676-682.e2. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a retrospective analysis of patients who had undergone rfa for varicose veins (vvs) of the left leg to investigate the outcomes of radiofrequency ablation (rfa) for patients with vvs combined with grade ii iliac vein compression (ivc). 339 patients were included in the study. Medtronic¿s closurefast rfa catheter was used. Follow-up examinations were performed at 1 week and 3, 6, and 12 months postoperatively. The technical success rate in both groups was 100%. Complications of phlebitis, ehit, hematoma, paresthesia, and hyperpigmentation are reported. Superficial thrombophlebitis was found in 10 patients and was managed conservatively. One patient had developed type 2 endovenous heat-induced thrombus (ehit) in the vv group. The complication had resolved with the use of rivaroxaban for 1 month. Eighteen patients had developed hyperpigmentation in the treated area, which had significantly resolved at 12 months. Also, all cases of thrombophlebitis and paraesthesia in the patients were limited to the calf in which the vvs had been treated by microphlebectomy and sclerotherapy. The truncal occlusion rate was 98% in both groups at 12 months. In the vv plus ivc group, the ultrasound scan of one patient showed partial recanalization of the gsv trunk at 3 months and complete occlusion at 6 months. The other two patients were prescribed conservative treatment because no vvs had recurred and the patients had no obvious symptoms.